Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and showed that the device was within manufacturing specification. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis hpca pump was over infusing by 8 percent. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.